Event description:
The patient reported nausea, dehydration, vomiting, cotton mouth and inability to sleep since implant. The patient was hospitalized several times; and many medical tests were performed. The patient stated the device works very well for her pain. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.

Manufacturer narrative:
.